Event description:
It was reported that a broken haptic lysed (ruptured) the capsule in the patient's left eye. A vitrectomy was performed and another lens of a different model was implanted. No information has been received regarding the lens inserter used during the event.

Manufacturer narrative:
The lens was returned for evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.